Manufacturer narrative:
UDI: unavailable.

Event description:
Asr revision, asr xl: right hip, reason(s) for revision: alval/ soft tissue reaction.

Manufacturer narrative:
Asr revision asr xl: right hip reason(s) for revision: alval/ soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.